Event description:
Pt receiving estem treastment. 3 areas had been treated - when machine head applied to 4th area (r l q of back) pt complaining of burning and superficial numbness of skin. Pcp saw pt. Silvadene ointment applied to slightly reddened area on back. Pt. Resumed tx. 6-30-97.